Event description:
This spontaneous report was received from a patient and concerned herself (B)(6) white female from the united states: (B)(6). The patient¿s medical history and concurrent conditions included alcohol use (occasional cocktail or wine), grave¿s disease, high blood pressure, non-smoker, ruptured aneurysm, and thyroid removed. The patient has previously developed drug allergy when taking dilantin (phenytoin) and hydrochlorothiazide. She also stated an allergy to a preservative in an unspecified anesthesia medication. There was no history of drug abuse/illicit drug use. In 2010, the patient was switched from the ortho coil spring diaphragm (see 2012-01067) to the new ortho all-flex arcing spring diaphragm (silicone) and used weekly for prolapsed uterus (off label use). She then developed hives; site of hives was not reported. The patient removed the diaphragm and the hives resolved. She then received a new diaphragm and the hives returned. On an unspecified date, the patient developed cataracts in both eyes. She underwent outpatient surgery for cataract removal in (B)(6) 2012 and (B)(6)2012. Treatment also included ocuvite (eye vitamin and mineral supplement) and genteal (hypromellose) eye drops. The patient continues to use the ortho all-flex arcing spring diaphragm (silicone). The patient had not recovered from hives; ongoing at the time of this report and had recovered from the bilateral cataracts in 2012. No lot number was provided however, expiration date of 16-jun-2013 was reported. This case is linked to 2012-01067, same patient. This report was serious (device malfunction, medically significant).

Manufacturer narrative:
No lot number was provided, however, expiration date of 16-jun-2013 was reported.